Event description:
It was reported that there was a error code primary alarm, auxiliary control unit watch dog failure.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found top and bottom cases are in excellent condition. No visible contamination. During power up and infusion / occlusion testing, the reported problem was unable to be duplicated. Interconnect flex cable was intact and glued. The root cause of the issue could not be determined. Replaced speaker as preventive measure. A corrective and preventative action was opened to address the issue.